Event description:
Pt allegedly found with head lodged between bed side rails and mattress. According to the m.e. Case # (B)(4) report states pt found by daughter (B)(6), called fire response, tod 22:40 when found - "head lodged in bed bars."